Event description:
A hbalc result was higher on the dca vantage when compared to another reference method. There was no impact to pt care as a result of this event.

Manufacturer narrative:
The cause for the discordant hbalc result is unk.